Manufacturer narrative:
The surgical assistant held the gauze in the surgical site as the surgeon used the cautery pen. The assistant pulled the gauze back and noticed brown "charring" on the gauze and then a small fire. The surgical tech dropped the gauze to the floor and the fire was stomped out. The fire and charring were contained to the raytec gauze only. No sparking or smoke was reported from the cautery device. Staff changed out the gauze, the cautery device and generator in an abundance of caution. The gauze and the cautery device were returned. One piece of gauze had a u-shaped burn. The cautery device was tested in cut and coag functions and no alarms sounded. The device functioned according to specifications. Cotton products are not intended to come in contact with activated cautery devices as it poses a risk for fire. A root cause cannot be determined, but user error cannot be ruled out. In an abundance of caution this medwatch is being filed due to the reported fire of the raytec gauze.

Event description:
It was reported a raytec gauze caught fire during a procedure.